Event description:
It was reported that the target lesion was located in the left superficial femoral artery (sfa) with mild calcification. The fox plus balloon was used for pre-dilatation. The balloon ruptured during the first inflation at 10 atmospheres. No resistance was reported during advancement or retraction. No adverse patient effects were reported. The procedure was completed with another of the same size balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.